Event description:
Healthcare professional reported implant was compromised due to stick. Later, healthcare professional reported when implant was being removed from the box it was stuck, ruptured when surgeon tried to remove the implant and faulty packaging. The device was not implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: tyvek or thermoform sticking: unable to observe through photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.